Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: has there been a patient or user injury report? No is there a noticeable delay? No h3 investigation summary the product was returned to eth for evaluation. Visual inspection revelated that one foil packaging, with one winding former covered a paper lid were received for analysis. Product code vcp1433h. No needle or suture strand was received for analysis. The returned packaging and winding former were visually inspected, no abnormalities were observed. The suture and needle were not returned for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No functional testing could be performed as the suture was not returned. Due to the device returned condition we were unable to investigate further the reported pull off - suture needle. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable hemostat was used. During the surgery, the needle was broken off, removed all the broken parts. Changed another one the problem of pulling off suture needle had happened before using on patient during surgery. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgery, the needle was broken off, removed all the broken parts. Changed another one the problem of pulling off suture needle had happened before using on patient during surgery. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b5. Event description. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.